Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with a gore&#59397;excluder aaa endoprosthesis featuring c3 delivery system. It was reported after implantation of the trunk-ipsilateral leg component, the contralateral side from flow divider to the gate, opened but failed to maintain its intended expanded diameter. Reportedly, this compression resulted in an inability to gain guidewire access into the contralateral gate. After several failed attempts to cannulate the gate, the physician elected to convert the patient to an aorto-uni-iliac (aui), as well as performing a femoral-femoral bypass. The procedure concluded without further issues, and the patient tolerated the procedure. It was reported there was nothing about the patient's anatomy that caused or contributed to the device compression. Reportedly, the physician stated the device compression may have been caused when the device was twisted and positioned more proximally than intended during deployment. Further, it is believed that the radial force of the aneurysm sac may have led to the device becoming compressed.